Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed through data log review. Per data log analysis, on (B)(6) 2020 at 6:07:59 am, the system was powered up. No buttons on the central control monitor (ccm) were touched. At 6:19:56 am the system did not power cycle normally. This could be a possible indication that the touch screen was not functioning and would look like it was frozen. None of the roller pumps reported the ccm was missing, indicating that the ccm was still communicating with them. There is no way to tell from the log if the touch screen was not functioning. The service repair technician (srt) was not able to verify the reported issue. The srt observed the ccm to function properly with no signs of "freezing up". The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician could not duplicated the reported complaint. The central control monitor was powered on for 35 hours and 30 minutes and the screen was observed to have complete touch response as expected.

Manufacturer narrative:
The field service representative (fsr) could not verify the reported issue. The fsr replaced the ccm. The unit operated to manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that the central control monitor (ccm) was freezing up. The unit was rebooted and worked correctly. No other details regarding the nature of this event were provided.